Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was hard and the user could not depress it at all. Hemostasis was achieved using manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. The exoseal vcd and brite tip vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. At that time, the indicator window was showing solid black and did not show any red color during retraction. The device was not attempted to be deployed outside of the patient's body. The exoseal was used with a brite tip sheath and there were no issues with the sheath. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the brite tip vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device was discarded due to infection; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 6f exoseal vascular closure device (vcd) was hard and the user could not depress it at all. Hemostasis was achieved using manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. The exoseal vcd and brite tip vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. At that time, the indicator window was showing solid black and did not show any red color during retraction. The device was not attempted to be deployed outside of the patient's body. The exoseal was used with a brite tip sheath and there were no issues with the sheath. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the brite tip vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18409870 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. An antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.